Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken conductor wire in the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and there was not any damage out of the ordinary. It is unknown what surgical task was being performed when the issue occurred. It was noted that there a break of the black cable. There was a loss of cautery, no arcing was observed and there was no instrument collision. The instrument is available for return. Unable to release patient demographics.